Manufacturer narrative:
Additional information received stating that the lens was partially inserted, and there was no patient injury. There were no issues reported regarding the injector. Device evaluation: the intraocular lens was returned to the manufacturer for evaluation and examined under microscope. There were dust particles noted on the lens. This is expected as the lens was transported from controlled environment. The visual inspection showed that one of the haptics was on the optic and the lens optic was damaged. There were deep scratches on the posterior side of the lens. The optic was not torn and there was no hole in it. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the dimensional inspection performed at lens generation. The results show all dimensions are within specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. The documentation shows that the production order was manufactured according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains specific instructions on proper lens handling related to the lens damage during its placement into the cartridge. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an intraocular lens, model zct300, was loaded into a (B)(4) cartridge, the injector pushed the lens and put a hole in it, resulting in a torn lens. This occurred prior to insertion but there was patient contact. No further information was provided.